Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. The device was explanted and replaced with a new tactra prosthesis. No additional information was reported.